Event description:
It was reported that during a transseptal for a paroxysmal atrial fibrillation case, a versacross connect for faradrive was selected for use. The rf wire was placed up in the superior vena cava (svc) and the physician then tried to draw the rf wire back into the faradrive sheath and dilator. However, there was a kink in the distal end of the rf wire that made it difficult to do so. After quite a lot of struggle, the physician managed. The procedure was completed and no patient complications reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation (lost at facility). If there is any further relevant information obtained, a supplemental medwatch will be filed. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Good faith effort attempts are in progress to try and retrieve additional details regarding the reported event. If additional information received, a supplemental report will be filed.